Event description:
It was reported that the patient experienced difficulty with the artificial urinary sphincter (aus) device not closing completely. The physician confirmed that the cuff was not closing completely, and the patient will undergo surgical intervention to replace the aus. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.